Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: during asd training (no patients involved) the back canula breaks from pen needle and gets stuck in membrane of pen.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: during asd training (no patients involved) the back canula breaks from pen needle and gets stuck in membrane of pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-may-2022. H.6. Investigation: one open 30g x 5mm safety pen needle was returned from lot. No. 0020507, cat. No. 329608. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample was returned open it is not possible to confirm this defect to be manufacturing related.